Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device jaws would not open after firing. They had to pry them open. There was no trauma to the tissue. The same event occurred with the second device. They both were from the same lot number. They pulled a third device from a different lot number to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Empty-lockout fired through. Evaluation summary: the analysis results found that the el5ml device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". We have documented the circumstanced as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the el5ml device (b) was received in good visual condition. The device was tested for functionality and it fired 10 clips conforming and one double feed. The orange indicator did not show up completely. However, the jaws opened and closed as intended. The device was disassembled and no anomalies were found with the internal components. While no conclusion could be reached as to what had caused the double feed issue, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # f9gc6l. Expiration date: 02/2014. Manufacturing date: 03/2009. Double feed.